Event description:
Customer reported an error with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions to reset the pump, and the issue was resolved as the customer successfully started their sensor session without further errors.